Manufacturer narrative:
We have requested additional information from the patient file regarding the incident. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)

Event description:
The facility was contacted on 02/09/2010, for clarification and additional information. The hospital conducts hourly rounds on patients. When the nurse entered the room the patient was not breathing and the primary line (bd nexiva) had the y port bd q-syte missing and there was significant amount of blood loss. One nurse supervisor and one medical doctor confirmed at the time the amount of blood loss was not sufficient to cause the cardiac arrest and therefore, the devices (q-syte/nexiva) were not the cause/associated with the patient's death. Death occurred on (B) (6) 2009. This was an elderly patient, but the risk manager didn't have any other information on the patient (age, diagnosis, etc) or devices (indwelling time, etc) at this time. (B) (4) IV tubing was used with this patient.